Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000104327.

Event description:
It was reported that the patient experienced ineffective therapy. As such, patient had a drug trial on (B)(6) 2023. Investigation was unable to determine which of the leads attributed to the reported issue.

Event description:
Additional information received indicates that the drg trial was for new pain and to try increase the pain relief of the existing system. Reportedly, the patient did have effective therapy with the current scs system.

Manufacturer narrative:
Per the additional information received (b5), this event is no longer reportable.